Event description:
It was reported that the alyssa black had received multiple 8015 IV pumps with the same error code, 133.6080. She replaced two back speakers last week. She have received the additional 4 units that they had same error. There was no patient involvement.

Manufacturer narrative:
Additional information :imdrf annex a ,g ,b codes & manufacturer narrative. Omit:a1601 - device alarm system (1012),g0600101 - alarm, audible. A review of the complaint history for (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11nov2016. The review was performed from the date of manufacture to the present date 19jul2021. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the alyssa black had received multiple 8015 IV pumps with the same error code, 133.6080. She replaced two back speakers last week. She have received the additional 4 units that they had same error. There was no patient involvement.